Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular (rv) lead exhibited increased capture threshold as well as increased pacing impedance. Programming changes were performed. There were no patient consequences.